Manufacturer narrative:
Further investigation determined this information was previously submitted in medwatch 0001831750-2013-00912.

Manufacturer narrative:
Result: brake plate kit.

Event description:
It was reported by the customer that while attempting to transfer a patient from bed to chair, the brakes were allegedly locked, but the bed continued to roll.

Event description:
It was reported by the customer that while attempting to transfer a patient from bed to chair, the brakes were allegedly locked, but the bed continued to roll.